Event description:
Info rec'd indicated that an empty bed was found on third floor hallway of facility with "broken" sign on it. No reported injury alleged.

Manufacturer narrative:
Technician found an empty bed on third floor hallway with "broken" sign on it. Bead was taken to bed shop and let sit overnight. Found hi/lo foot down would drift. Replaced hi/lo foot down valve to resolve this issue.